Event description:
High number of short v-v (ventricular-ventricular) intervals & high right ventricular thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).